Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis revealed no anomalies. The full lead in segments was subsequently returned and analyzed. The defibrillation conductor was fractured/flexed and the distal conductor was distorted due to over rotation. It was noted that the distal electrode was covered with body tissue/fibrotic growth. Concomitant medical product: 7231cx, implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on right ventricular (rv) lead. The lead also had an increased v-v internal count. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.